Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The investigation found that the downstream occlusion seal was damaged. This will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device won't stay on during boot up and a few minutes later the screen shuts off. There was no patient involvement and no patient harm/adverse event reported. Investigation results found a damaged dso seal.